Event description:
C-cc-dc - kit components damaged or out of spec it was informed that the connector between the transducer and the set was crushed..

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) single dpt - vamp adult kit. Tubing was found completely broken off from uv bond joint with reservoir.